Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. The complaint was not confirmed due to a lack of sample. Use error was identified as the cause. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding an overprime - leak in the patient line, which occurred on the homechoice (hc) during setup. The caregiver (cg) stated, the patient line leaked when the line was priming. The cg placed a second bag on top of heater bag. The baxter technical service representative (tsr) explained why the line leaked. The cg understood. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
During a follow up with the caregiver (cg) regarding the use error, it was revealed that after the technical service representative had explained that they should not stack bags on top of the heater bag, they have not had any more problems with the leaking from top of the line (overpriming). Per cg, hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.